Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and lead flex cover were broken and contaminated, the battery release, main seal, heart wire contacts, battery drawer, heart lead flex and heart block were contaminated, one bail cover, one ring cover, one bail and the ring were missing, one bail cover was broken, the battery contacts were compressed, the keyboard scratched, the serial number label was torn and the battery drawer o-ring was missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.